Event description:
It was reported when using the bd tube k2edta plh 13x75 3.0 plblce gld, the device experienced stopper creep out / loose closure. The following information was provided by the initial reporter. The customer stated: yellow cap of tube is loose during donation. Loss of consumables.

Manufacturer narrative:
Date of event: unknown. Investigation summary: bd received one used samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for closure separation with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.